Event description:
It was reported that undersensing, and increase capture thresholds were observed as a result of a lead dislodgment. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.